Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 04/16/2018 stating that this lead was exhibiting high impedance with minute ventilation oversensing on (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).